Event description:
It was reported that the ll vlv adpt(stand alone) had flow issues/blockage that didn't allow it to flush properly. This occurred once each in lots 20046618 and 20046373. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "product is air locking, will not flush properly". "We had the same push issue on all of them."

Manufacturer narrative:
H.6. Investigation: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. A cut off syringe tip was attached to the smartsite. A fluid path was observed. A 10 ml syringe filled with water was attached to the smartsite and fluid was flushed through the extension set. The set was successfully primed. The customer complaint that product air is locking and will not flush properly could not be replicated. The root cause could not be determined because the issue could not be replicated. 22 unused samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. A cut off syringe tip was attached to the smartsites to visually inspect if there is a fluid path when the piston is in the activated position. A fluid path was observed for all samples. A 10 ml syringe filled with water was attached to each smartsite and fluid was flushed through the extension sets. The sets were successfully primed. The customer complaint that product air is locking and will not flush properly could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2000e lot number 20046618 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue. A device history record review for model 2000e lot number 20046373 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20046618 regarding item #2000e. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20046373 regarding item #2000e. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20046618, medical device expiration date: 2023-04-21, device manufacture date: 2020-04-21. Medical device lot #: 20046618, medical device expiration date: 2023-04-17, device manufacture date: 2020-04-16. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) had flow issues/blockage that didn't allow it to flush properly. This occurred once each in lots 20046618 and 20046373. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "product is air locking, will not flush properly" "we had the same push issue on all of them."